Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance and the measurements obtained were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. The direct observation of fractured lead outer conductor(s) consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that the right atrial (ra) lead had exhibited loss of capture, a break or fracture, and impedance anomaly. This ra lead was explanted and a new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead had exhibited loss of capture, a break or fracture, and impedance anomaly. This ra lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported.